Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements resulting in a lead safety switch. It is planned to continue to monitor this patient. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements resulting in a lead safety switch. It is planned to continue to monitor this patient. No adverse patient effects were reported. This lead remains in service.